Event description:
It was reported that during a laparoscopic unknown procedure, the jaws did not open. Both sides of the jaws were fired with another device and cut to remove the device from the patient. Another device was used to complete the case. There were no adverse consequences to the patient. There was a possibility that the device was fired after the 15th firing.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the jaws partially closed. The trigger was manually assisted in order to open the jaws; no clip was released. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Furthermore the orange indicator was noted undertraveled. Please note that this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.